Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer representative for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that under the image task while searching for a patient while another patient was already selected, the ui showed the searched patient as selected, but the previously selected patient was showing under patient images (on the right). By un-highlighting the searched patient and then re-selecting the searched patient, the correct patient showed under patient images. There was no patient present when this issue was identified.